Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) called back and repeated previously documented information. Pt stated that their pain has worsened and requested a visit from a local representative for assistance with charging their ins and turning it off so they can undergo an MRI. Agent reviewed the role of the rep and redirected the pt to their healthcare provider (hcp). Agent also reviewed the nas phone number. Patient called back repeating their controller was ran over and then thrown away and they were told they have to put their device into MRI mode for the MRI they need. Patient also added that the ac power supply was chewed before that and was thrown away with the controller. Patient said they'd been trying to have the MRI for 12 days now. Patient said they tried calling the rep after the last call today, and the rep said they didn't have any extra equipment to help the patient charge for MRI mode and to call ps for replacement controller. Agent reviewed MRI general information, reviewed to have hcp call with any questions on the MRI patient needs, and warm transferred patient to sunmed. Agent sent replacement ac power supply request to repair.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated that they have been having trouble with charging the implant for several months, almost a year. Patient stated that it was taking 4-5 hours to charge the implant and the charge only lasted a couple of hours. Patient said that they hadn't had the implant on for a month or so, but last week they started having back pain so they thought they would try to charge because therapy for a couple hours would be better than nothing. Patient could not walk on saturday and sunday, the pain was so bad. Patient reported their husband took the controller out of the truck and it fell out and was ran over and smashed. Asked for sn. Patient did not know stating they threw the controller away. Patient reported that they were currently in the hospital now and they have been trying to do an MRI for 3-4 days. Patient also called their healthcare provider (hcp) yesterday. Reviewed controller would need to be replaced via lost/stolen process. Reviewed other options regarding an MRI is MRI eligibility form or paging the manufacturingrepresentative (rep). Pt was redirected to hcp.